Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, it was reported to mentor that the catalog number was 3501680 and the lot number was 266607 (mentor smooth round moderate profile 475cc) per devices received for analysis. On (B)(6) 2020, during visual inspection of the device no apparent damage could be observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient felt breast pain bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from extremely bad leg muscle upper thigh pins and needles, pain in legs (she can not open her legs wide because the pain is too much) , skin problems: dry skin and frequent bouts with acne, gi problems,she had pain in the middle of her stomach area,she had her gall bladder removed, brain fog, can not remember things all that well, feels extremely thirsty , depression from all of her symptoms because she is not feeling well all the time, herniated disk, no energy, she feels like something autoimmune is going on. She can not run or dance and she used to be very active before. As a result, the patient will undergo explantation on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On 3/26/2020, a manufacturing record evaluation (mre) was performed for the finished device number 266607, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).